Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device availability is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cruciform screwdriver tip broke intraoperatively (B)(6) 2017 during a planned hardware removal of a 2.4 mm screw. The tip fragment was unable to be retrieved and remains implanted. There was no reported delay in the surgery, and no reported harm to the patient. Patient outcome was good. The procedure was a planned hardware removal from the left talus. There was no reported product problem, and the patient was healed. Reported concomitant part: unknown 2.4 mm screw (part # unknown, lot # unknown, qty. 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 03.900.022, synthes lot number: 7731034: release to warehouse date: 13. Feb. 2012, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The returned 6 year old 2.4mm cruciform screwdriver shaft (part#03.900.022) is a reusable instrument available for use in the screw removal set to aid in removing depuy synthes screws that have cruciform screw head drive recess geometries. The reported complaint condition of broken is confirmed. A portion of one (1) of the four (4) distal cruciform blades has sheared off and was not returned. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The width of the remaining/intact portion of the broken cruciform blade measured at cq and found to be within specification per relevant drawing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.